Manufacturer narrative:
Summarized patient outcomes/complications of sapien3 ultra resilia versus navitor valve system in patients with a small aortic annulus: insights from the ocean tavi registry were reported in a research article in a subject population with multiple co-morbidities including heart block, bicuspid aortic valves, prior myocardial infarction, aortic stenosis, and small aortic annulus. Some of the complications reported were renal failure, stroke, atrial fibrillation, hemorrhage and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. From medical review: avr using s3ur resulted in lower rates of ischemic stroke, pacemaker implantation, and pvl compared with that using navitor. The incidence of moderate or severe ppm was similar in both groups; however, the navitor tavr group showed superior hemodynamic valve performance, compared with s3ur tavr group. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: sapien3 ultra resilia versus navitor valve system in patients with a small aortic annulus: insights from the ocean-tavi registry.

Event description:
The article, "sapien3 ultra resilia versus navitor valve system in patients with a small aortic annulus: insights from the ocean tavi registry", was reviewed. The article presented a retrospective, multicenter study on the short-term clinical outcomes and transcatheter heart valves (thv) hemodynamic performance of sapien3 ultra resilia (s3ur) and navitor in patients with small annulus, defined as an annulus area of = 430 mm2. Devices included in the study were sapien 3 ultra resilia and navitor. The article concluded that transcatheter aortic valve replacement (tavr) using s3ur resulted in lower rates of ischemic stroke, pacemaker implantation, and pvl compared with that using navitor. The incidence of moderate or severe ppm was similar in both groups; however, the navitor tavr group showed superior hemodynamic valve performance, compared with s3ur tavr group. [The primary and corresponding author was masanori yamamoto, department of cardiology, toyohashi heart center 21-1 gobutgoi, oyamacho, toyohashi, aichi, 441=8530, japan with corresponding e-mail: masa-nori@nms.ac.jp] the time frame of the study was from may 2022 to march 2024. A total of 1224 patients were included in the study, of which 518 (42.3%) received an abbott device. The average age was 85 years and the majority gender was female. Comorbidities included heart block, bicuspid aortic valves, prior myocardial infarction, aortic stenosis, and small aortic annulus.